Event description:
Procedure type: donor nephrectomy. According to the reporter: after using a few times in the case, the device did not cut well. A new device was opened to complete the procedure. There was oozing. There was no tissue damage. There was no unanticipated tissue loss. Nothing fell into the patient's cavity. The operating room time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).